Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced right-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2021.

Manufacturer narrative:
On may 19, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. The tubing and the injection reservoir were not returned for analysis. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spectrum 375cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear was noted within the siltex cracking, measuring approximately 0.2 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On 1-feb-2022, mentor received additional information regarding the implantation date, suspected medical device, and replacement devices. The implantation was estimated as (B)(6) 1998 based on available information. The suspected medical device was a 375cc textured saline implant. The replacement devices are two 475cc mentor memorygel breast implant prostheses (catalog #: 3504754bc, right serial #: (B)(6), left serial #: (B)(6). The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 19, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.